Event description:
A report was received that the patient was having difficulty charging the ipg. Database analysis revealed no anomalies. The patient underwent an ipg revision. The patient was reportedly doing well postoperatively.